Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient that was questioned by the physician. The following data was provided: initial result = (B)(6) miu/ml, repeat = <(B)(6) miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient that was questioned by the physician. The following data was provided: initial result = (B)(6) miu/ml, repeat = <(B)(6) miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 27900ud01 and the complaint issue. The overall performance of architect total b-hcg was reviewed using field data from customers worldwide. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot. In-house accuracy testing was completed with complaint lot number 27900ud01. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect total b-hcg reagent for lot 27900ud01 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient that was questioned by the physician. The following data was provided: initial result = 370.97 miu/ml, repeat = <1.2 miu/ml no impact to patient management was reported.